Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient associated with this device; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2018-00125 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that the contralateral leg component was unintentionally deployed outside the contralateral gate of the trunk-ipsilateral leg component. Slight blood flow the contralateral gate to the aneurysm was visualized. Occlusion of the contralateral gate was not performed since the inner lumen of the contralateral gate was compressed by the contralateral leg component and almost closed. A femoral-femoral bypass was performed to obtain blood flow to the lower limb. The patient tolerated the procedure. It was reported that cannulation difficulty of the contralateral gate was due to the small inner diameter of the vessel and the contralateral gate was compressed. When the guide wire was finally advanced, the physician thought the guide wire was inserted into the contralateral gate. However, the guide wire was outside of the contralateral gate between the device and the vessel wall causing the contralateral leg component to be unintentionally deployed outside the gate.